Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. The customer¿s blood glucose (bg) was displayed as "high"; although a specific value was not provided. The customer administered a correction bolus via pump to addressed their bg. Customer reverted to an alternate method of insulin therapy.